Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that for about a year they have not been receiving pain coverage where they need it unless they turn their head up so they are looking at the ceiling. The patient had notified their doctor of this but they stated the issue was not being addressed. During the call, stimulation was confirmed to be on. They were redirected to their doctor to have their implanted devices checked. It was noted the patient was scheduled to see their doctor on (B)(6), 2018. A request was made to have a manufacturer representative (rep) present at the appointment. An email was sent to the field to inform them of the patient's appointment date. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and the manufacture representative reiterated that since gaining 80 lbs they had difficulty getting bilateral leg and back coverage. Impedances were within normal limits. The rep reprogrammed stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having a revision on (B)(6) 2018. The caller did not know what the revision was for, but they were feeling a vibrating in their body and the ins was not providing help with their pain. The patient stated that they have gained 80 lbs. No further complications are anticipated.